Event description:
New information received notes that the lead exhibited noise and was completely capped.

Event description:
It was reported that during a follow-up, noise was seen on the ventricular channel. The noise could be reproduced with patient movement. The pace/sense portion of the lead was capped and replaced. The lead remains implanted for defib function only. The patient's condition was good before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.